Manufacturer narrative:
Device evaluated by third party service center.

Event description:
The manufacturer received information regarding a dreamstation expert. The device was returned to a third party service center. During visual inspection of the device, corrosion was found in device. This report is being submitted for the corrosion in device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped.